Event description:
It was reported that a patient underwent an adhesiolysis of the vagina procedure and a sling procedure on (B)(6) 2009. The patient was fine immediately after the operation, but at the six week follow-up exam the patient reported problems with repeated bladder infections, dysuria, and pain in the lower part of the abdomen. The patient was treated several times with antibiotics. On (B)(6) 2010, an ultrasound was done which detected mesh as a "foreign body" in her bladder. On (B)(6) 2010, a urologist confirmed with cystoscopy the above situation. On (B)(6) 2010 the patient was operated on by the gynecologist who found the mesh in the bladder and the mesh was removed. On (B)(6) 2010, the patient had another follow up visit. During coughing and sneezing, she leaks urine and her urethra or bladder seem to have the incorrect position, but she is gynecologically healthy.

Manufacturer narrative:
Date sent to the FDA: 02/23/2011. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.